Manufacturer narrative:
The device involved in the reported incident is not yet available for evaluation. An investigation has not been initiated based on the reported information.

Event description:
A sales representative reported a patient head slippage, resulting in a laceration on (B)(6) 2017 while using integra's mayfield composite series skull clamp and base unit. Additional information was received in a form of a medwatch report (B)(4) with the following information: a (B)(6) female patient was undergoing a planned revision and extension of the posterior cervical fusion from c1-t1. The patient's head was in a mayfield skull clamp in a locked position. During the placement of the rod, there was a slight slip of the posterior mayfield pin resulting in a scalp laceration of 3 cm. This was irrigated thoroughly and stapled to approximate the scalp without any further issues. The procedure was completed and the patient was discharged home the next day as planned.

Manufacturer narrative:
Investigation completed on 10jan2018. The device was returned to the manufacturer for evaluation and no issues were observed with the returned unit. It passed all specific functional testing requirements. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 19jul17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device.